Event description:
The unit did not capture (hold) the heart during the procedure, although the applied vacuum appeared adequate. Patient's cardiac tissue was deemed to be fragile during pre-operative assessment. A tear was noted in the epicardium during the case, but he hcp indicated no surgical intervention occurred. The device was removed and the case completed with no post-operative complications reported for the patient.